Event description:
(B)(4). It is incorrectly classified under tooth resins. Nothing to do with that. Was the improper testing in MRI of unorthodox tmj splint combined by restraint into fixed position or hold that caused maximum joint dislocation to occur.

Event description:
MRI procedure called for radiologist tech to insert object into my mouth with a piece of wax that would hold my jaw when in this position ie manipulated for the MRI. Upon directive to close onto object, my whole entire left jaw was yanked out of my head and made to propel downwards and with a thud locked . This orthotic has no objective data supporting it use trial or otherwise and should be banned and patients not subjected to trials on device that is unknown not tested has no data and produced an injury to my tmj destroying the right one, so now inoperable and mangling the left tmj. The instructions for insert of this object were irregular and the dental device had no data preceding and thus no accountability. This hazardous product should not have been blindly inserted into my mouth with a manipulated hold by a well versed tech who was confused about the instructions. People aren't cadavers and both tmjs are seriously injured due to a test of a defective product! (B)(4).